Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 99% stenosis located in the mid obtuse marginal. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent was unable to cross the lesion and that there was difficulty encountered when attempting to remove the device from the patient. The patient is reported to be alive with no injury.

Manufacturer narrative:
No damage was noted to the guidewire on removal from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: stent was positioned between the markerbands as per specifications. No deformation was evident to the stent wraps. No deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Image analysis: the images capture the lcx and the obtuse marginal. The deployment of an unidentified stent is visible in the lcx. The images then capture the delivery of an unidentified device in the obtuse marginal. Bending of the guidewire is evident during the advancement indicating that resistance may have been encountered. There were no images capturing the attempted delivery of the resolute integrity 2.25x30mm stent and the subsequent removal difficulties reported. If information is provided in the future, a supplemental report will be issued.